Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. (B)(4) is incorrect. No other adverse events were reported outside of the lens exchange. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm ticm125v4, -21.0 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens on (B)(6) 2015 and the problem was resolved.